Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted partial right nephrectomy surgical procedure for 3cm lower pole tumor, excessive bleeding occurred requiring the procedure to be converted to an open approach. The surgeon had clamped the renal vein rather than the intended renal artery. During dissection of the tumor, the excessive bleeding occurred due to clamping the renal vein, not the renal artery. The bleeding was not able to be controlled robotically, so the procedure was converted to an open approach. The patient is reported to be recovering well.